Manufacturer narrative:
(B)(4). Sample availability is unknown. If a sample is available a follow up MDR will be submitted.

Event description:
A customer contacted (B)(4) regarding a leak that appeared on the homechoice (hc) unit during the initial drain. The home patient (hp) stated that she just started therapy and noticed a leak in the supplies (in patient line) and needed to start over with new supplies. The hp is unsure on how to end therapy so that she can remove the cassette. (B)(4) assisted the home patient (hp) with walking the hp through the ending therapy early procedure. (B)(4) advised hp to call the nurse and let her know about the leak in the patient line. The hp ended therapy and will start over with new supplies; the hp will contact the nurse.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultralink meter read inaccurately erratic. The patient indicated that the alleged issue started on an unspecified date/time "several months ago." The patient reported blood glucose results of "103 and 65 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. Due to the alleged issue, the patient claimed that he lost consciousness on (B)(6) 2010, at an unspecified time and emergency services were contacted. The patient claimed that he was treated with a glucagon injection in an emergency room (ER). The patient denied that his blood glucose was tested on another device during the time of concern. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, what the patient's last meter reading was prior to losing consciousness, what time the last result was obtained, what time he lost consciousness, and what actions the patient took before he lost consciousness. The patient did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he lost consciousness and received a glucagon injection from an ER as a result of the alleged issue.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient (hp) who stated that she discarded the sample and started over with new supplies. She hasn't had any problems since and resumed therapy without incident. There was no injury or medical intervention reported. A batch review was performed with no issues noted. A root cause for the leak observed in the patient line during initial drain could not be determined because the sample was not available for evaluation. A follow-up MDR will be submitted if additional information becomes available.